Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 393.103, synthes lot # h546901, supplier lot # h546901, release to warehouse date: 17 jul 2018, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the drive adaptor qc for 5.0 schanz screws (part #: 393.103, lot #: h546901) was received at us customer quality (cq). Visual inspection of the complaint device showed that the device was heavily scratched and nicked. The edges of the driver adapter were rounded and deformed. Functional test: a functional assessment was not performed with the complaint device since the applicable mating component(s) were not returned and also due to the damage post manufacturing. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the driver adapter of the device has deformed edges and also the entire device was heavily nicked and scratched. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on that (B)(6) 2021, the patient underwent for a surgery. During the surgery, the adapter for seldrill schanz screw pin tight going in. There was no surgical delay. The procedure successfully completed. No patient consequence. This complaint involves one (1) device. This report is for (1) drive adaptor qc for 5.0 schanz screws. This report is 1 of 1 for (B)(4).